Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient wanted to donate their equipment because they device ¿just wasn't working for them.¿ the patient reported that they tried to program it, but it never helped since it was put in. The patient reported that it seemed like it worked during the testing time, but the permanent one didn't work. No further complications are anticipated.